Event description:
Cleaning the batteries and battery clips did not resolve the issue.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted and downloaded log files but was unable to be reproduced during evaluation of the returned system controller. On (B)(6) 2024 from 10:44:55 ¿ 13:05:58 and 15:03:37 ¿ 16:30:47, the log file captured intermittent atypical power cable disconnect alarms due to the relative state of charge (rsoc) value on the white power cable fluctuating below the alarm threshold. On (B)(6) 2024 at 13:05:45, the log file captured low voltage advisory alarms due to the rsoc value on the white power cable fluctuating below the alarm threshold. The low voltage advisory alarm cleared on (B)(6) 2024 at 13:05:58. On (B)(6) 2024 at 14:38:33, the log file captured the driveline being disconnected and both power cables being disconnected shortly after. This is consistent with the exchange of the system controller. The voltage fluctuations did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The returned heartmate 3 system controller, (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. No atypical power cable disconnect alarms were reproduced. The provided information indicated the system controller exchange resolved the atypical power cable disconnect alarms. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 04aug2020. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were 50+ power cable disconnect alarms, and labs showing an international normalized ratio (inr) of 1.2. The equipment was troubleshooted and it was determined that alarms were happening constantly both on battery power and on wall power with the mobile power unit (mpu). The alarms did not resolve by swapping the power source. A system controller issue was considered but a controller exchange in clinic was not performed due to sub therapeutic international normalized ratio (inr) putting the patient at high risk for stroke. It was planned that the patient would remain overnight with heparin drip, and a controller exchange was planned for the next day. Log files were sent for review, and they captured multiple odd power cable disconnect events on 09oct2024 that did not appear to be associated with a power exchange. The log files only noted issues while on batteries. The controller exchange resolved the event.